Manufacturer narrative:
Follow-up #1: date of submission 01/12/2016 device evaluation: the pump has been returned and evaluated by product analysis on 12/28/2015 with the following findings: a review of the black box data showed no activity related to the complaint. A visual inspection of the pump showed that the battery compartment was cracked. The pump powered on normally during testing. No alarms occurred and there was no overheating. The pump¿s current draws were found to be within specifications. The pump cover was removed and no damage was found. The complaint was not duplicated during testing. Unrelated to the complaint, superficial cracks were observed around the perimeter of the display. The returned battery cap had stripped threads and was unable to fully secure on to the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. Reportedly, the pump casing around the display was cracked and the battery cap was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.